Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the popliteal artery and distal superficial femoral artery (sfa). A 6x120x120 epic vascular stent was implanted on the lesion. However, upon deployment and after taking an angiogram, a fracture was noted on the stent. Subsequently, an express ld stent was implanted to cover the fractured area and the procedure was completed. No further patient complications were reported and the patient's status was fine.